Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed itchiness under the lifevest. It was also reported that there was a bump under one of the ecgs and a dark mark where the electrode rubbed the skin. The patient's doctor recommended that he use benadryl which the patient used in addition to (B)(6). Follow-up indicated that the area had improved and the patient was not as itchy as before.